Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: mat#:mz9270 lot#: unknown it was reported by customer that device leaking on (B)(6) 2023. Verbatim: 1. Are you able to provide date of incident? 6/11/23 and multiple times over the last couple months.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 14-oct-2023. Investigation summary: 2 samples received by our quality team for pr(B)(4) and same samples belongs to this pr-(B)(4). It was reported by customer that device leaking around the filter. Prior to functional testing the samples were visually examined for defects and abnormalities. No defects or abnormalities were observed. The samples were then attempted to be flushed with blue dye solution using a 10ml bd syringe to confirm the leakage and the leakage between tubing and filter were observed and the complaint has been verified. The manufacturer was then contacted for further investigation. After investigation from manufacturing team, the root cause for leakage between tubing and filter was related to improper use of solvent dispenser and partial solvent application between components by the operator during assembly. A quality alert was created and communicated on september 06th, 2023 to the involved personnel to reinforce the correct application of solvent and the scalation of failure in solvent dispenser. A device history record review for model mz9270 and lot number 23049070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: mat#:mz9270 lot#: unknown it was reported by customer that device leaking on 11 june 2023. Verbatim: 1. Are you able to provide date of incident? 6/11/23 and multiple times over the last couple months.